Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (monitor resets) was confirmed. The monitor was resetting due to a corruption of a non-critical sector of the flash programming, which resulted in the inability to perform detect and treat testing. The root cause for the corrupt programming could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was experiencing resets.